Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018; (B)(4) (hcp): information was received from a healthcare professional (hcp) regarding a patient receiving 10 mg/ml morphine at a dose of 9.28 mg/day via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2018 the hcp did not update the drug concentration, as a result the pump was dispensing at a higher rate: 6.5 mg/ml was the intended dose and the patient was actually receiving 9.28 mg/day of morphine. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, physician . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's intended dose was 6.5 mg/day. The cause of the concentration not being update on (B)(4) 2018 was determined to be oversight of change being made. As an act ion/intervention taken to resolve, discussion with the md, the manufacturers tech support, and the patient took place. No adverse effects occurred. The patient declined visit and correction would be made at the patient's next visit on (B)(4) 2018. The concentration not being updated on (B)(4) 2018 had not been resolved yet.